Event description:
On (B)(6) 2023, hcp reported that a pdo thread implanted in the mid-face had (reported) migrated through the upper lip. The pdo thread was cut. Hcp confirmed 3 additional threads were placed in the same region and have not migrated. (B)(6) 2023, hcp was contacted to follow up on the patient's status. Hcp informed the patient was seen on (B)(6) 2023 and was doing fine.